Event description:
It was reported that this patient with a pacemaker developed a hematoma on the left shoulder at the site of the post-operative wound. It was noted there was a yellow discharge from the surgical wound, especially in the morning when the patient wakes up. The patient had no associated pain with it. Subsequently, the wound was surgically repaired without device replacement, and the patient was treated with an antibiotic. The wound appears to be clean with no infection. No additional adverse patient effects were reported.